Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys anti-hcv ii on a cobas pure e 402 analytical unit and a cobas e 801 analytical unit. The samples resulted in the following anti-hcv values when tested on the customer's e 402 analyzer: sample 1 tested on (B)(6) 2026 = 7.27 coi (reactive) with a data flag, 7.22 coi (reactive) with a data flag sample 2 tested on (B)(6) 2026 = 12.8 coi (reactive) with a data flag, 12.9 coi (reactive) with a data flag it was noted that the reagent used on the e 402 analyzer was past the on-board stability expiration date. The samples were provided for investigation, where they were tested on an e801 analyzer on (B)(6) 2026 and resulted in the following anti-hcv values: sample 1 = 6.74 coi (reactive), 6.79 coi (reactive). Sample 2 = 12.6 coi (reactive), 12.8 coi (reactive). The sample was tested with the hcv duo assay on the e801 analyzer, resulting in the following values: sample 1 = 1.56 coi (reactive). Sample 2 = 2.88 coi (reactive). . The hcv duo assay or a similar device is not cleared or approved for use in the united states. The samples were tested with an unknown clia assay on (B)(6) 2026, resulting in the following anti-hcv values: sample 1 = 0.42 (negative). Sample 2 = 0.49 (negative). No units of measure were provided. The samples were also tested with the fujirebio hcv score (lia assay) on (B)(6) 2026, resulting in the following values: sample 1 = negative. Sample 2 = indeterminate (non-specific).

Manufacturer narrative:
The serial number of the customer's e 402 analyzer is (B)(6). The serial number of the e 801 analyzer used for investigation is (B)(6). The investigation is ongoing.